Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose at time of incident was 200 mg/dl. The customer found out the pump has turned off without giving any alarm. The customer changed the battery but nothing happened. Customer found corrosion inside the battery compartment and on the battery cap. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.

Manufacturer narrative:
The pump was received with a corroded battery tube, a missing battery tube spring, minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip. The pump was received without the original battery cap. The pump had a blank display due to a missing battery tube spring. Unable to perform the idle current, run current, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement or self tests, or verify the off no power alarm due to the blank display.